Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a handpiece. It was reported that during surgery, there was a problem with the handpiece button, where it did not stop working and the tweezers remained working uninterruptedly, the product warmed up and the button did not turn off. It was necessary to open another handpiece to solve the problem. There was no patient impact.